Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of haptic broken off. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was not received by the manufacturing site. A photo was provided. The lens was not clear as the focus was on the lens case lid. The photo showed the opened lens case sitting on the back of the carton. A yellow, single-piece lens was observed positioned incorrectly in the lens case base. It cannot be determined if viscoelastic was present on the lens due to the glare on the optic. One haptic was bent gusset area due to the position of the lens in the case. The second haptic was not clearly visible due to the blurry image. It was either folded onto the anterior optic or broken-gusset area. The distal tip was folded along the curve of the optic. No other determination can be made without physical evaluation of the sample. The logistic partner informed that the sample is no longer locatable. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not received by the manufacturing site. A photo was provided. The haptic was not clearly visible due to the blurry image. It was either folded onto the anterior optic or was broken-gusset area. The distal tip was folded along the curve of the optic. No other determination can be made without physical evaluation of the sample. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided that the sample was lost by the logistic partner. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).